Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy procedure, upon anastomosis, the device did not fire; it cuts the tissue but did not staple. Conversion to open procedure was done to fixed the staple line that lengthened the duration of the intervention by one hour.